Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was not tracking well. The leadless ipg was programmed off and a transvenous ipg system was implanted. No patient complications have been reported as a result of this event.